Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Customer medwatch (B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a secondary of magnesium, 2 grams was to infuse over 2 hours. After 1 hour, the infusion was checked and the magnesium bag was found empty even though the pump indicated 24 ml remained to be infused. No patient harm reported. Per medsun report - a magnesium bolus was hung to infuse over two hours; after one hour the infusion was checked and the bag was empty; the pump read 24cc left to infuse. Programing of pump was assessed and found to be programed correctly. Zosyn was also hung to infuse over four hours; three hours after antibiotic was hung bag was found to be empty; the pump indicated the antibiotic was still infusing and had 40cc volume remaining."